Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while giving the bolus dose followed by the infusion dose of tpa, the bolus dose was given, however the infusion dose to follow was not. Tpa 63mg was to be given as a 6.3mg bolus dose, followed directly by a 56.7mg dose (1mg/1ml). The pump beeped 'infusion complete', however, 56.7ml remained in the bag and was not infused. The infusion was restarted on a new pump and was given 1 hour 15 minutes later than intended. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of tpa not infusing was not confirmed. The pcu event log shows that at 5:02 pm on (B)(4) 2015 the pump module was programmed using guardrails to infuse alteplase stroke < 100kg at 56.8ml/hr (the dose is 0.81mg/kg/hr) with a vtbi of 53ml and a bolus dose of 0.090mg/kg (bolus dose to infuse over 1 minute). At 5:04 pm the bolus dose completed and the device transitioned to the primary infusion. At 5:54 pm, the primary infusion completed and the device transitioned to kvo. At 5:57 pm, the vtbi was changed to 1ml and the infusion was restarted. At 5:58 pm, the primary infusion completed and the device transitioned to kvo. The device was then channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 54.321ml. The device was received in overall fair condition with the instrument seal intact and no significant anomalies. Functional testing found the pump module to be delivering fluid within specification. The root cause of the report that tpa did not infuse was not identified.